Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer has had large differences in results using the ise (ion-selective electrode) indirect na, k, ci for gen.2 (sodium) assay on ise module 2 when repeating samples. The customer stated they have released at least 30-40 erroneous sodium results outside of the laboratory. Result data was provided for 22 patient samples. Of the data provided, the results for 14 samples were discrepant. All results were released outside the laboratory unless otherwise noted. No data flags or alarms occurred. Corrected reports were issued. All results are in units of mmol/l. All samples were repeated on another analyzer. The potassium and chloride results were requested but not provided. Refer to the attachment to this medwatch for all patient data. Quality controls (qc) performed after the erroneous results did not pass. The field service representative performed an ise check on module 2 which was high. He found a gel/clot-like substance inside the sipper nozzle and removed it. A subsequent ise check was still high. He decontaminated the module and primed. The final ise check passed. Calibration and qc passed, and subsequent qc throughout the evening passed. He suspected that the gel/clot entered the sipper and caused erratic sampling. There was no allegation that any adverse events occurred. The sodium electrode lot number and expiration date were not provided. Calibration was acceptable. A review of qc data showed two low outliers for sodium. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The most likely root cause was the gel/clot in the sipper.